Event description:
During the evaluation, it was discovered that the spike was intact on the transfer set, however, the pull force of the complaint sample against other control samples was decreased indicating that the spike of the transfer set had separated from the port interface of the connecting y-set.